Manufacturer narrative:
Results: sample evaluation: a single 3ml syringe was received by bd canaan from a reported batch #7086586 ((B)(4)). The sample was visually evaluated. The syringe was from mold/cavity (B)(4) and observed to have several spots of brown embedded foreign matter (fm) in the barrel wall and the luer collar. The fm was larger than level 3 in size, which is a rejectable condition at bd canaan. DHR review for batch 7086586 (p/n (B)(4)): manufacturing dates: 04/19/2017 ¿ 04/20/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7086586 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Conclusion: confirmed: bd canaan was able to confirm the customer's indicated failure. Complaints received for this product and condition will continue to be tracked and trended. Root cause-the embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported ¿brown¿ foreign matter was found embedded in a 3 ml bd luer lok¿ syringe prior to use. There was no report of injury or medical intervention.